Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the patient's ins replacement, the patient had been having issue with impedance readings. The left stn was programmed with contacts 0-1-2+. The impedances are listed below: c/3: 2476 ohms c/0: 1243 ohms c/1: 1158 ohms c/2: 1066 ohms 0/3: 3190 ohms 0/2: 1807 ohms 0/3: 1508 ohms 0/1: 1508 ohms 1/2: 1451 ohms 1/3: 2935 ohms 2/3: 2265 ohms the right stn was at 8-11+ with impedances listed below: c/8: 836 ohms c/9: 830 ohms c/10: 805 ohms c/11: 805 ohms 8/9: 96 ohms 8/10: 1036 ohms 8/11: 1053 ohms 9/10: 1033 ohms 9/11: 1045 ohms 10/11: 210 ohms an x-ray was suggested and it was suggested to check impedances in different positions. No symptoms were reported. The rep confirmed there was low impedance on 2 contacts. She think it occurred during the replacement surgery. The patient was going to be programmed around them.